Manufacturer narrative:
(B)(4). The homechoice (hc) device was received for evaluation at the product analysis lab (pal). The device was received operational and in good condition. The device passed the homechoice return instrument test / evaluation (rite) functional test but failed the rite electrical earth leakage current test. The reported difficulty of earth leakage current failure by nature is not recorded in the device logs; therefore, review of the device logs revealed no previous occurrences. There were no problems found during an internal inspection. Resistance testing revealed an intermittent line connection within the power switch. The cause for rite test failure - earth leakage current was determined to be an intermittent line connection in the power switch. The device's service history record was reviewed and no issues were identified that may have contributed to the rite electrical failure. The device evaluation was completed prior to product surveillance being notified the home patient had passed away, which was the reason for discontinued use. The rite failure would not have caused or contributed to the patient death. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The hc device to be forwarded to service and the power switch and bezel to be scrapped. Upon following-up with the nurse, it was found that the patient had expired on (B)(6) 2010. The nurse stated the patient had other co-morbidities which caused the death. The nurse stated there was no relation to the patient's peritoneal dialysis (pd) therapy, hc device, or any baxter solutions. During further follow-up with the nurse, it was found that on (B)(6) 2010, the patient was at home talking to her husband. The patient was alert and oriented. The husband walked back into the room and found the patient dead. The official cause of death was unknown. The nurse stated it was possibly cardiac related because the death was sudden. The patient was healthy and had been worked up for a kidney transplant prior to death. The patient continued pd therapy up until the time of death.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test. There was no patient involvement. On (B)(6) 2011, product surveillance contacted the hp peritoneal dialysis nurse (pdn) to obtain information as to the reason for the device return. The pdn stated the hp had expired on (B)(6) 2010. The pdn stated the hp had other co-morbidities which caused the death. The pdn stated there was no relation to the hp's pd therapy, hc device, or any baxter solutions.